Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented to the emergency room with the pulse generator unable to be interrogated. No magnet response was obtained, and premature battery depletion was suspected. The device was explanted and replaced. Further information was requested but not received.